Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was accidentally ran through the night and the rate was not adjusted. Per reporter the error was noticed the next morning. It was reported that the continuous day rate on the pump was 4.4ml. No medical intervention was provided and no adverse patient effects were reported.